Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected fields: h2, e1 (full initial reporter name: (B)(6)/ additional initial reporter name: (B)(6)).

Manufacturer narrative:
The serial number, catalog number and other poduct details are inaccurate/incomplete, we are following with the customer for the details, therefore UDI and other product specific details are not included in the emdr. A supplement report will be submitted upon receiving this info.

Event description:
It was reported by customer that during use intra aortic balloon pump (iabp) was unable to update timing and have some issues with arterial waveform quality. There was no harm or injury reported.

Manufacturer narrative:
Corrected fields: e1: initial reporter name. Updated fields: b4, d9, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion) and h11. It was reported that during use the intra aortic balloon pump experienced an unable to update timing alarm, and an unspecified trigger / signal - difficult to obtain / malfunction with the arterial waveform quality. Patient involved and no harm or injury reported. It was reported that there were 9 calls that took place, and that the issue was resolved. There is no other information available or reported. Based on the information available the intra aortic balloon pump experienced an unable to update timing alarm, and an unspecified trigger / signal - difficult to obtain / malfunction. It was reported that the issue was resolved but there is no additional information provided to perform root cause evaluation.

Event description:
N/a.